Event description:
It was reported that a user experienced elevated blood glucose readings while using the ilet, including a peak of 340 mg/dl, during a period of steroid and prescription medication use, and also reported occlusion alerts that could contribute to hyperglycemia. Symptoms included hyperglycemia with a reported value of 233 mg/dl at the time of contact. Outcomes included user monitoring and education to observe glucose trends and call back if not improving. Investigation included customer support troubleshooting and education regarding medication-induced hyperglycemia and the potential impact of occlusion alerts on glucose levels. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with possible contributing factors including concurrent steroid use and reported occlusion alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.